Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 9 months. Device evaluation the report of a potentially compromised percutaneous lead (driveline) can be confirmed through the investigation of the returned portion of the driveline. Review of the submitted x-rays revealed multiple areas of potential shield breakdown, including a portion adjacent to the driveline connector, and a portion adjacent to the exit site. The manufacturer¿s technical services representative replaced the external portion of the percutaneous lead as part of work order (B)(4) on 15mar2018. The clinic reported no issues after the repair. Approximately 18" of the percutaneous lead was returned. Initial electrical continuity testing revealed no shorts or discontinuities. No damage to the bionate layer was observed. The metal shielding was frayed in multiple locations under the bionate. Following removal of the bionate and shielding layers, a visual inspection of the wires found a breach on the brown wire next to the connector. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wires at this location. As a result of the damage to the insulation, the underlying brown wire conductors were exposed. The brown wire represents one of two redundant wires in motor phase 2. The reported pump stoppages and red heart alarms would have occurred as a result of the exposed conductors of the brown wire contacting the braided shielding when the device was supported by the power module. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the clinic experiencing low flow alarms. Upon device interrogation, it was found that the patient has had several pump stoppages and low speed advisory alarms. The patient was admitted, awaiting for a driveline repair. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and showed numerous low speed advisories and hazards, low flow hazards and 18 pump stoppages occurred. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). These issues only appear to be occurring while the vad was connected to the power module. The x-rays provided showed some areas of potential concern. On (B)(6) 2018, it was reported a distal end percutaneous lead (driveline) replacement was performed; approximately 18 inches from the exit site. Post repair, there were no reported issues, with no further alarms. The patient was discharged home a few hours after the repair. The manufacturer¿s technical services representative will send in the driveline for evaluation. The patient was being monitored through an outpatient clinic. No additional information was provided.